Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was dislodged. Also, the patient was also experiencing inadequate stimulation. This lead was repositioned and remains in service. No additional adverse patient effects were reported. Additional information indicated that lead dislodgement was confirmed with x-ray and fluoroscopy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was dislodged. Also, the patient was also experiencing inadequate stimulation. This lead was repositioned and remains in service. No additional adverse patient effects were reported.